Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) rechargeable battery became hot to touch when placed in the downloader recharger. The customer states they did not believe that the downloader was warm or hot, but believes it is possibly contributed. This is not confirmed at this time. Apoc has determined that a component failure within the analyzer circuitry may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that a rechargeable battery was being used. Apoc has determined that when using rechargeable batteries the product is unlikely to become hot to touch. The customer is returning analyzer sn (B)(4), rechargeable battery (bod unk), and (B)(4) for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Event description:
Na

Manufacturer narrative:
(B)(4). Downloader recharger returning for investigation. Catalog#: 04p73-04. Serial# (B)(4). Manufacturer date: 05/12/2014.

Manufacturer narrative:
(B)(4). The investigation was completed on 03/31/2015. The analyzer was tested and is functioning according to specification.